Event description:
The physician found leakage in the hub during prep. There was no mishandling of the product. There was no damage noted to the packaging. There was no difficulty connecting the syringe to the hub of the catheter during prep. The syringe was attached firmly to the hub and no excessive force was used to connect the devices. The hub was not cracked. The product was not used in the procedure.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.